Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On the same day the sensor was inserted, the patient received inaccurate values including a bg of 426 mg/dl while his insulin pump was displaying low. The pump was not giving insulin because of the low reading and he started to feel sick/nauseated. He was sent to the emergency room (ER) where he was treated with two bags of IV fluid, two injections of insulin, and an unspecified medication for nausea. He spent the day at the ER. At the time of the report his bg was still running high. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.